Manufacturer narrative:
Additional information: b5, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colostomy procedure, at the time of firing the device, the device did not fire and a red battery with a line appeared on the screen. A second powered handle was used and connected to the same reload, but the same error message appeared; could not be fired or moved. To resolve the issue the surgeon pushed the two safety button to reset the system and the jaws automatically opened. The surgeon then used a third handle, a new reload, and a second adapter to continue firing safely on the tissue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial#: (B)(6)), unk-sigadapt, unknown signia egia adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a colostomy procedure, at the time of firing the device, the device did not fire and a red battery with a line appeared on the screen. A second powered handle was used and connected to the same reload, but the same error message appeared; could not be fired or moved. To resolve the issue the surgeon pushed the two safety button to reset the system and the jaws automatically opened. The surgeon then used a third handle and a second adapter to continue firing safely on the tissue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image contained the view of two handle: one was on a charger, and the other was being held. Both handles were displaying the battery error screen. It was reported that the power handle would not fire and had a battery error. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.